Event description:
It as reported that the patient was explanted due to wound infection/wound dehiscence. Devices were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device return and evaluation not needed as it will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Follow-up showed that the site of the infection was lead site. It was noted that the wound dehiscence was initially at lead site at neck and then also wound on arm pit. Both lead and generator were removed. The cause was noted to be caused by a stitch and had an adverse reaction.